Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after an aorto-iliac stenting interventional procedure for occlusive disease using a 7f sheath. Reportedly, with the foot plate deployed, the plunger could not be pressed (step 2). The plunger was completely stuck even when attempted to be depressed after removed from the patient. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The mechanical jam was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. In this case, the observations indicate the plunger was pushed with the lever in the closed position. The portion of the plunger (trigger boss) was broken. This only occurs if the plunger is pressed in while the foot it closed. It is possible the break then interfered with deploying plunger after the foot was open. However, functional testing demonstrated the plunger deploying with the expected result of a posterior cuff miss when the trigger boss is broken. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.